Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that exit block was observed. Lead dislodgement was suspected. Lead was explanted and replaced.